Event description:
During retrieval of the filter, minimal difficulty was experienced as the hook was against the caval wall. Following CT, filter penetration of the aorta was noted. Pt outcome was not provided by reporter.

Manufacturer narrative:
The complaint is still under investigation. Expiration date - unk as lot is unk.